Event description:
A user facility returned the device to the olympus service center. Upon inspection and testing of the customer returned device, it was observed that the forceps elevator was dirty. This report is being submitted for the malfunction found during evaluation. There was no reported harm or user injury reported due to the event.

Manufacturer narrative:
(B)(6). The objective lens, scope cover, grip, switch box, control unit, universal cord, scope connector, and acoustic lens are scratched; the adhesive on the rubber has wear; connecting tube has a dent and a wrinkle; scope cylinder was shaved and dirty; protector of universal cord on control section side has a cut; universal cord has a scratch and a dent; coating of ultrasonic cable was peeled; the lock engagement knob rotates freely; water removal ability does not meet standard due to clogging of nozzle; and the distal end has a dent. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps elevator containing foreign material likely occurred from insufficient reprocessing. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.